Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a setscrew issue within the lv port. It was noted that multiple unsuccessful attempts were made with multiple wrenches to engage the setscrew. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.